Event description:
It was reported that during a gastric bypass procedure, the device cut but staples did not form. The staple line was hand sewn; the procedure was delayed by 25 minutes. There was no adverse consequence to the patient and the patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with a ecr60w cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.